Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she replaced the battery but kept receiving the low battery alert. The customer's blood glucose was 227 mg/dl. The customer also received the weak signal alert and the lost sensor alert. While troubleshooting, the customer was unable to confirm if the battery cap or battery compartment were corroded or damaged. The customer was advised to monitor the insulin pump an dcall back if problems recurred. The customer declined troubleshooting for the other alerts received. The customer was advised to call back if damage or corrosion was found. The customer did not return the product for analysis.